Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable was observed to be loose in the pump usb port, and the pump was intermittently unable to charge without the cable being maneuvered in the port. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.